Event description:
It was reported that pump experienced malfunction alarm after patient mentioned getting rained on a few days earlier, with no other notable events. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted with resetting pump, but patient was unable to continue further troubleshooting due to not having charger and planned to follow up. Ultimately customer was able to reset pump and continue using the pump.